Event description:
On (B)(6) 2017, an aortic valve replacement (avr) was performed for the treatment of degeneration of the patient's native aortic valve and a 19mm trifecta gt valve was implanted. Concomitantly, a total arch replacement was performed. On an unknown date in (B)(6) 2018, pressure gradient was noted to be 53 mmhg and aortic regurgitation (ar) with grade I was observed. On an unknown date in (B)(6) 2018, the pressure gradient became 68 mmhg with moderate ar. On (B)(6) 2018, the 19mm trifecta gt valve was explanted and a 19mm carpentier-edwards perimount magna ease valve was implanted. After explant, it was noted that the left coronary cusp appeared prolapsed due to calcification. The physician believes that the calcification of the cusps led to aortic stenosis (as) and ar. During explant of this valve, the sewing cuff was damaged. The patient does not have a history of chronic renal insufficiency. The patient is reported stable.

Manufacturer narrative:
Events of aortic regurgitation and a leaflet prolapse were reported. Leaflet 1 was observed to be folded and tethered by fibrous pannus ingrowth creating an incomplete coaptation. Additionally, circumferential fibrous pannus ingrowth was observed on the inflow surface of the returned valve. A thin layer of fibrin was observed on the outflow surface of leaflets 1 and 2. No acute inflammations or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported event remains unknown.